Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment was broken. Customer's blood gluose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.